Event description:
The bd q-syte device detached from the cair stopcock, resulting in chemotherapy leakage. The customer believed that the thread of the luer lock was too small to allow a secure connection.

Manufacturer narrative:
The actual sample involved in the reported incident is not available for evaluation, however, representative units will be returned. The customer was unable to clarify how many incidents occurred and if the leakage was chemotherapy drugs. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Internal file number: (B)(4).